Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached and fell off into the superficial femoral artery (sfa). The physician attempted to remove the coil with a snare, but without success. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.